Event description:
Pt had moderate bleeding and a few clots appeared, but tuna procedure completed fine. When rn instructed pt. About bleeding, pt disclosed having last of 4 injections for hemorrhoids in 2002. 12 hr after tuna, pt. Admitted to ER for bleeding. After irrigation, bleeding resolved.